Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the top aligner is cutting into their labial frenum causing discomfort. Provided fit tips, stl's are not great especially on anterior gingival margins which could be causing the issue. Recommended to use file to smooth out the area of the aligner that is irritating. Patient did reply back that the filing did help.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.